Event description:
It was reported that the patient received inappropriate shocks due to non-physiologic oversensing of the right ventricular (rv) lead. The lead also showed significant fluctuation of the rv pacing impedance. The lead was abandoned and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.